Event description:
It was reported that pump displayed repeated malfunction alarms with code Malf 12, with no notable events before alarms. There was no adverse impact to the customer¿s blood glucose level. Customer continued to use current pump and planned to use alternate insulin method if necessary.

Manufacturer narrative:
In use at the time of the event:CGM model: Unknown.Mobile OS: Unknown / Unknown / Unknown / Unknown.